Event description:
It was reported air was aspirated while flushing with a syringe. There were no consequences to the patient. A lasso catheter was used during the procedure.

Manufacturer narrative:
One 8f fast-cath introducer was received for evaluation. Visual inspection revealed a blood-like substance on the returned device. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, functional testing revealed a leak through the side port during testing. Additional investigation revealed the leak was caused by a tear at one end of the hemostasis seal. It is uncertain what caused the seal to tear.